Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracic aortic aneurysm with dissection, zone 2, using gore® tag® thoracic branch endoprostheses. A gore® tag® conformable thoracic stent graft with active control system was placed in the descending thoracic aorta. On (B)(6) 2026, a cerebral infarction was identified. Information regarding the medical management or treatment of the infarction has not been obtained at this time. According to the physician, significant shaggy aorta was observed in the aortic arch and descending aorta. Additionally, a substantial amount of thrombus was attached to the left subclavian artery, indicating a high risk of thrombus dislodgement and embolization. <on (B)(6) 2026, the following information was reported to gore through the clinical study database.> on (B)(6) 2026, a cerebral infarction was confirmed. No treatment was performed. On (B)(6) 2026, renal failure was observed. No treatment was required, and the condition resolved on the following day. Outcome: death. Date transcription confirmed: (B)(6) 2026. According to the report, the patient developed dysphagia following the cerebral infarction, subsequently experienced aspiration pneumonia, and died as a result of the aspiration pneumonia. Physician assessment: stroke: serious; assessed as related to the device and the procedure. Renal failure: non-serious; assessed as related to the procedure.

Manufacturer narrative:
Updated emdr sections a2, b3, b5, and b7 based on additional information received.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracic aortic aneurysm with dissection, zone 2, using gore® tag® thoracic branch endoprostheses. A gore® tag® conformable thoracic stent graft with active control system was placed in the descending thoracic aorta. On (B)(6) 2026, a cerebral infarction was identified. Information regarding the medical management or treatment of the infarction has not been obtained at this time. According to the physician, significant shaggy aorta was observed in the aortic arch and descending aorta. Additionally, a substantial amount of thrombus was attached to the left subclavian artery, indicating a high risk of thrombus dislodgement and embolization.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.